Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that the patient had issues with medication being too high on an unknown date. The patient was dry heaving, vomiting, and nauseous due to the catheter being "unhooked". The patient had a revision on (B)(6) 2014 to resolve it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.